Manufacturer narrative:
Manufacturing site evaluation: two outer tubes, two broken fibers and one handle are available for investigation decontaminated, but not the broken off tips. The tips of the fibers are separated and are not available for investigation. The tubes are bent for transport. The fibers are discoloured yellow due to the decontamination. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The analysis of the damage pattern illustrated a sheared fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of damage. Furthermore the damaged distal end of one of the fibers is an indicator of an improper usage during application, most likely caused by an movement during the positioning of the instrument. Batch history review: the device quality and manufacturing history records have been checked for the available lot number (52457995) and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: due to the damage pattern the shearing of the fibre was most likely caused by a tilt of the fibre during the positioning of the instrument. By pulling the whole instrument back during positioning, the tip of the fiber can lift out of the tube. During the following forward movement the tip can be sheared off by force on the tube.

Event description:
It was reported that there was an issue with a tunneling instrument. The incident occured in surgery. While the surgeon was carrying out the operation to do the shunt, the tip of the tunneling instrument came off, and the part ended up been inside the patient. Staff again opened another of the tunneling instruments, only for it to happen again. Two instrument tips were retained in the patient. An x-ray and CT head were performed. The results showed appropriate placement of the shunt but no evidence of the retained pieces. There was no bleeding or other issues caused by the malfunction. Two small plastic pieces are sterile as part of a surgical instrument set and it would not be suspected that they would cause any adverse reaction. There would not be any need to routinely remove them unless they caused discomfort or became infected. The patient has recovered well. An additional medical intervention was necessary: x-rays requested to attempt to locate instrument tips. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).